Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 18-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside non-johnson & johnson lens case. During a visual inspection, the device was inspected under magnification. The lens was coated in viscoelastic residue. The lens was cleaned and inspected and no issues that could cause or contribute to the complaint issue was observed. The complaint issues were not identified during product evaluation. Based on the product evaluation, the complaint issues could not be confirmed to be related to a manufacturing or design issue. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. The best date estimation is between 30-dec-2024 and 27-jan-2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - clinical code: 4581 device decentered attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The zcb00 model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of lens displacement, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson iol, li61se. There was no medical interventions, no patient injury, and no surgical interventions during the lens exchange procedure. Patient prognosis post lens exchange was reported as fine. No further information is available.